Manufacturer narrative:
The b5 has been updated with the additional treatment and assessment information. An additional event has been identified: treatment area demarcation (tad). The coolsculpting user manual includes the following information listed under rare adverse events: treatment area demarcation (tad): an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the lower abdomen, flanks, and outer thighs using a coolcore applicator and coolsmooth applicator. The patient was treated on (B)(6) 2021 with coolsculpting to the arms using a coolfit applicator. Following treatment, the outer thighs developed firmness and visible enlargement. On (B)(6) 2019 the patient was assessed by a physician who diagnosed the outer thighs with paradoxical hyperplasia (ph). Photos of the outer thighs show an indentation in the shape of the applicator.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a patient was treated with coolsculpting and has been assessed by a doctor who confirmed the patient has developed paradoxical hyperplasia (ph). No further information has been obtained from the clinic or the patient.